Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's stimulation was not able to control her retractable chronic pain. Reprogramming provided only partial coverage. The patient was admitted to the hospital. The patient underwent surgical intervention on (B)(6) 2015, where the leads were repositioned which resolved the patient's issue.